Manufacturer narrative:
(B)(4). Investigation summary: one photo was received by our quality team for evaluation. From the photo, the unit package was observed to be open for three of the five needle products. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and a quality notification was raised for an open seal. Further investigation is being done to understand all potential failure modes. Investigation conclusion: customer complaint trends will also continue to be evaluated on a monthly basis. Root cause description: the cause of the nonconformance is as follows: based on the DHR review, on (B)(6) 2020, damage gasket that cause sealing issues was detected and the damage gasket had been changed. Damage gasket could be due to assembled needle out of blister pocket. During sealing, the sealing die was not able to fully close resulting in poor/ open sealing. The improper sealing cause the perforation knife unable to create clear perforation interval cuts on the unit package resulting in poor perforation. There is a filling monitor at the primary packaging to detect part out of pocket. Upon detection, alarm will be triggered and machine will stop whereby production technician is required to check and ensure parts are properly seated in pocket. The production technician had failed to perform diligent check on part out of pocket. Interview was performed with the production technician. The production technician had performed a resampling per the in-process quality plan (mfg-003/d) with sample size of 500 pieces and no poor/open seal was detected. The resampling action was not documented in the machine history tracking form (mfg-003/x) and hence there is no objective evidence to demonstrate that re-sampling was conducted per in-process quality plan (mfg-003/d). In form mfg-003/x (machine history tracking form), there is a review by section which is acknowledged by the manufacturing technical specialist (ts). The manufacturing ts whom reviewed the form had failed to detect the written nonconformance. In form mfg-017/a (product release checklist), there is a review by section which is acknowledged by the manufacturing and qa. Both manufacturing and qa had failed to detect the written nonconformance. Rationale: CAPA# (B)(4) had been opened to understand all the potential failure modes, define and implement controls to address the open seal nonconformance. Situational analysis, sa# mds-20-3808-sa had been initiated for the affected batch 9358108.

Event description:
It was reported that needle 23g 1in tw package was open before use. This occurred on 20,000 occasions. The following information was provided by the initial reporter: the packaging is open before use.